Event description:
It was reported that the patient presented in the clinic for a follow up. Interrogation showed the right ventricular (rv) lead was experiencing high capture threshold and under-sensing due to decrease sensing of r wave. The rv lead was capped and replaced with alternate rv lead on (B)(6) 2023. The patient was recovering well after the procedure.